Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: b5, d4, h4. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor fractured into several pieces; the proximal anchor was not returned, no suture material was returned. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a shoulder procedure, the footprint anchor fractured during the implantation. All the pieces were removed. The procedure was resumed, with a non-significant delay, using an equivalent sn back-up. The back up was used in the originally drilled hole, no voids were left. The instrument used to prepare the insertion site was an anchor matching instrument, the site was cleared of all debris prior to the insertion. The patient status is fine. No further complications were reported.

Event description:
It was reported that, during a procedure, the footprint anchor fractured during the implantation. It is unknown how the procedure was performed; or if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information: d4 and h4.